Event description:
It was reported that during a ptcra treatment procedure, the rotawire 325 cm floppy guidewire fractured and perforated the coronary artery. The lesion being treated was a very calcified lesion in a very tortuous vessel. The rotawire was delivered and the physician attempted to maneuver the burr to the lesion site, but was unable to pass a bend. Eventually, the burr passed and intervention was successfully performed. This burr was exchanged for another. The second burr initially would not pass the lesion, but eventually was successful. Unfortunately, the rotawire fractured and perforated the coronary artery. The pt was sent to surgery, but later died in ICU. Add'l info has been requested regarding this event.

Event description:
The physician attempted to place a jomed 3.0x16 graft stent, but was unable to advance the device to the lesion for placement, therefore rotablator intervention was initiated. The rotawire was placed with the assistance of a transit catheter. Two different burrs were used during the procedure. The burrs were platformed at 14,000 rpms outside of the body, then each was run for 30-65 seconds on the rotawire. A wire clip was in place during operation of the advancer and the advancer guidewire brake button was engaged. The advancer knob was moved back and forth during the use of the device. The device was in use for a total of 5 minutes, 50 seconds. A vessel perforation was diagnosed by angiography, but the location and extent of the vessel perforation was not reported. The pt experienced transient hemodynamic symptoms which were self-limiting, but which consisted of a decrease in heart rate, without a change in blood pressure. Ligation of the perforation was performed, then multi vessel CABG surgery as the physician was unable to retrieve the retained guidewie from the distal rca. The pt expired from multi-system failure after 7 days hospitalization.

Event description:
It was further rep0rted that several lesions in the right coronary artery (rca) were treated during this procedure: proximal lesion: 40-50%, mid lesion: 70-80%, and two distal lesions at 80-95% each. All were highly calcified. The physician used a 7f, 11 cm cordis introducer sheath for vascular access and a 7f jr4sh cordis guide catheter to cross the lesions. The physician attempted to place a jomed 3.0x16 graft stent, but was unable to advance the device to the lesion for placement, therefore rotablator intervention was initiated. The rotawire was placed with the assistance of a transit catheter. Two different burrs were used during th procedure. The burrs were platformed at 14,000 rpms, outside of the body, then each was run for 30-65 seconds on the rotawire. A wire clip was in place during operation of the advancer and the advancer guidewire brake button was engaged. The advancer knob was moved back and forth during the use of the device. The device was in use for a total of 5 minutes, 50 seconds. A vessel perforation was diagnosed by angiography, but the located and extent of the vessel peroration was not reported. The patient experienced transient hemodynamic symptoms which were self-limiting, but which consisted of a decreased in heart rate, withoug a change in blood pressure. Ligation of the performation was performed, then multi vessel CABG surgery as the physician was unable to retrieve the retained guidewire fro the distal rca. The patient expired from multi-system failure after 7 days of hospitalization. No additional information is available regarding this event.